Event description:
According to the reporter during the obstetrics vaginectomy via open procedure while suturing the skin. Both the needle and thread broke. To resolve the issue, the surgeon took another suture for suturing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.